Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 432 mg/dl at the time of incident and the current blood glucose of the customer is 475 mg/dl. The customer's other blood glucose was 437 mg/dl. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump and manual injection. Customer report customer did not allege pump was under delivering. The customer was not using auto mode feature. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.